Manufacturer narrative:
(B)(4). Batch # p93722. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a radical gastrectomy procedure, the titanium tip broke. With the help of x-rays, the surgeon searched for the broken piece in the patient repeatedly, but failed to find the broken piece and the operation time was prolonged. Length of delay to procedure was not reported and patient consequence was also not reported.